Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 34 units. Reportedly, the cartridge was filled with a range of 275-300 units of insulin. The customer reloaded the cartridge and received a minimum fill notification. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate of +180 units; however, after the delivery of approximately 10 units, the insulin gauge displayed an accurate fill estimate and resumed insulin delivery. The customer¿s blood glucose level was 224 mg/dl.